Event description:
It was reported that this device had a battery depletion error. The pulse generator has been implanted greater than six years. A review of device downloaded memory was done by technical services. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.